Event description:
On 27-oct-2020, further information was received that the buried bumper occurred in 2016 and was previously reported. The patient did not have abbvie tubing at the time of the event. The patient had tubing manufactured by fresenius-kabi.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced buried bumper syndrome, and the tube fell out. The surgical team decided not to replace the tubing at the time, in order to allow healing of the stomach. The patient had two nj tubes for a short time, one for feeding and one for duodopa. The patient received apomorphine during the healing period. After the stomach had healed, the patient remained on apomorphine and did not receive a new peg tube. The patient decided to discontinue duodopa.